Manufacturer narrative:
(B)(4). Batch # p9aa6l. Investigation summary: the analysis results found that the er420 device was returned with no damage to the external components. In addition, the tyvek wrapper was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was noted to be jammed. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the latch and latch posts were found to be broken, which suggest that a premature lockout occurred, leading to the incident reported. Nine clips were also found inside of the shaft. No conclusion could be reached regarding what may have caused the event reported. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the trigger did not return to home position after the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.